Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient had hip revision. Patient had dislocated 5-6 times prior to surgery, so dr. (B)(6) took out the worn system ii polyethylene liner and replaced it with a constrained liner in order to help minimize the chance the patient dislocates in the future.